Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Device lot number? It was reported that the straps would not engage they just fell out into the belly. Did the surgeon indicate that the device did not have enough energy thus the straps were not adhering to the tissue/mesh? Were the straps that fell into the cavity retrieved? Confirm that the procedure was completed with competitors device without any consequence to the patient?

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia procedure on (B)(6) 2017 and absorbable straps were used. During the procedure, the straps would not engage; just fell out of the distal end of the device into the belly. Other device was opened to complete the procedure. There were no patient consequences reported. Additional information has been requested.